Manufacturer narrative:
D4 unique identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the system was unable to request a pharmacist verify code for a patient order. A technical support specialist (tss) temporarily updated the tester employees access to pharmacy admin and reset the password. An older order from 2025 was found to still be active in the patient profile, while the newer order lacked a profile quantity. The tss advised user to have pharmacy cancel the old order and add a profile quantity of one to the new order. The tss then reverted the tester employees access by removing pharmacy admin rights and restoring the original password. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to request validation code for patient order. However, there were no delays or adverse events or injuries reported based on this event.